Manufacturer narrative:
If explanted; give date: does not apply - lens remains implanted and therefore not explanted. Telephone: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic was straight behind the lens and it was stuck between cartridge tip and rod. The haptic was manipulated gently and released with sinskey hook instrument. The haptic was placed in the bag and lens centered. No extra interventions needed. The lens was fully inserted, the patient was discharged according normal protocol. No post op. Check needed. No additional information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 1/25/2021 section h3. Device returned to manufacturer? Yes. Device evaluation: the sample was received in its original package visual inspection of the return sample was performed. Residues of lubricant material was observed on cartridge tip section. No damaged was observed to the cartridge and to the smartload device. The lens was not returned as it was fully inserted. The evaluation of the sample received shows that the product was handled and prepared for a surgical process. The complaint issue reported could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification . A search revealed that no additional complaint for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted